Event description:
Procedure was classified as emergent. Due to the time constraints, the sizing of the endovascular graft was performed by MRI only. The contralateral iliac leg graft was noted to land in an ectatic iliac artery. As a result there was not a good seal in the iliac artery above the bifurcation of the internal iliac artery. An iliac leg graft was deployed distal to the leg graft and extended the landing zone into the external iliac artery. Post angiogram viewed a good seal of the graft to the vessel.